Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility biomedical team reported a console displayed a controller error during use. There was no report or indication of patient harm. No further information was provided.

Manufacturer narrative:
The investigation of aic - controller error (yellow alarm) has been completed. The boot up before the complaint, the console booted up with light = 0.49 volt which equates to no light output. After the second 5s confirms this measurement, there was an event for a controller error (defective optical sensor lamp). This reproduced on the complaint date as again two 5s measurements with 0.49 volt which led to the controller error described in the complaint. The console was returned for investigation but the failure mode was not reproduced as lamp was outputting light fine with proper current and voltage into the optical bench and the lamp. No amount of console manipulation could recreate the failure mode. The controller error was due to a lamp not outputting light but the cause of the lamp not outputting light could not be determined as the failure mode was not reproduced during testing. E.1 revised facility name as it was inadvertently omitted from the initial manufacturer device report number. Revised us phone number as it was previously entered incorrectly on the initial manufacturer device report number.